Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center image is not stable due to connection quality of video socket and displayed b30 error. The issue occurred during a diagnostic (endoscopy) procedure. The procedure was completed with a similar device and there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1, h6 - medical device problem code is being corrected to "2896 - communication or transmission problem" and h6- component code (remove "901 - panel") additional information added to field h6, and h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation and the information provided, the error code b30 had occurred due to a failure of the printed circuit board. Additionally, it was confirmed that the front panel¿s button was not working. However, a definite root cause for the event could not be identified. Olympus will continue to monitor field performance for this device.